Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and a minimum fill notification occurred. Reportedly, the customer change the cartridge and infusion set and resumed insulin delivery. Additional information regarding the reported issue was not provided. There was no adverse impact to the customer.